Event description:
Additional information received from the rep indicated they believed the patient was sent a replacement and the issue was resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n: (B)(4)) found the connector pins bent. The cable assembly with bent connector pins was replaced. (B)(6) now pertains to the implantable neurostimulator (s/n: (B)(4)) and (B)(6) pertains to the desktop charger (s/n: (B)(4)). (B)(6) pertain to the desktop charger (s/n: (B)(4)).

Event description:
The manufacturer representative (rep) reported a bent connector pin. There was a report of poor communication on the patient programmer. It was reported that they were unable to use the implantable neurostimulator recharger (insr) and the insr was unable to connect. The rep reported that the stimulation had stopped and the patient had not charged in a couple (2-3) months. There was a report that the rep was going to help initiate a physician mode reset regarding the potential overdischarge as soon as the insr equipment was resolved. No out of box failure was reported. There was no medical or therapy problem that was reported. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.